Manufacturer narrative:
Unit was successfully downloaded using thump software. Proceed it with the following testing to assure proper functionality of the unit. Unit passed displacement test and rewind test. Unit failed seating test when the unit would did not alarm "load reservoir complete" after 5 seconds with 2.0lbs on the weight stack. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, moisture damage was noted on force sensor flex connector including moisture damage on j2/pcba1. The adapt tool was utilized to search for any no delivery alarms that may have occurred in the past or during the complaint call. The adapt tool reveals no delivery alarms were recorded around event date on 07/15/2024 03:24:00.000 through 07/15/2024 09:39:32.000 multiple times. Unit received with cracked case (battery tube), cracked battery tube threads, scratched case and cracked case corner of belt clip rails. In conclusion, unit was received moisture damage on force sensor flex connector including moisture damage on j2/pcba1. Isolate to electronic assembly. Cosmetic damage confirmed when cracked case on battery tube was observed. No delivery alarms unable to confirm due to failed prime/seating test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm. The customer reported no adverse event. The event involved product(s) mmt-1812. Trouble shooting was performed and customer reported insulin flow blocked alarm. Customer confirmed insulin did not exit during 5u fill cannula or pump alarmed. Customer re-attempted load reservoir/fill tubing process after a complete set change and insulin did not exit or pump alarmed. No harm requiring medical intervention was reported. Mmt-1812 was requested and customer will discontinue to use the pump and customer response was the device will be returned.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.